Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the corneal flap was torn, and as a result, excimer laser treatment was not performed. The centration appears correct, with a small amount of fluid at the edge of the applanation zone. The clear impacts the impacts on the bowman¿s layer in the inferior part, as well as vertical gas breakthrough suggesting an overly thin flap in left eye of the patient during refractive surgery. At this stage, it is not possible to predict any potential patient sequelae. No additional information was available at this time.